Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset. There was no impact to customer's blood glucose level. Reportedly, the customer successfully loaded a new cartridge onto the pump to resume insulin delivery.